Event description:
Facility administrative assistant and field administrator reported needle-stick injuries that occurred in 2017. No details of occurrences, how incidents occurred, product code or lot are available. Nipro clinical specialist attempted to obtain details on (B)(6) 2018. No further information has been provided.

Event description:
Facility administrative assistant and field administrator reported needle-stick injuries that occurred in 2017. No details of occurrences, how incidents occurred, product code or lot are available. Nipro clinical specialist attempted to obtain details on 02/16/2018, 02/20/2018, and 02/22/2018. No further information has been provided.

Manufacturer narrative:
Investigation report attached is on representative code and lot number since the customer did not document this information and discarded the actual used device. (B)(4).